Event description:
It is reported that end-user's abdominal wound bed turned purple after 1 week of dressing use. Dressing change frequency is unk, and the type of tissue in wound bed was not provided. Further reports indicate that dakins solution was used to wound bed prior to use of aquacel ag dressing.

Manufacturer narrative:
Based on the available information, the this event is deemed a serious injury. End-user was advised to discontinue treatment and use of product. Additional information received indicates that the product lot number was recorded as cno (could not obtain) indicating no lot number was available. As no complaint sample was received, an assignable cause could not be determined. No evidence was found that product failed to meet all of the requirements and specifications at the time of manufacture. There are no additional complaints reported for this specific icc code. A review of the complaint listing for the previous 12 months for this product icc codes indicates that this was the only complaint registered for this icc code, date and complaint issue . An evaluation has been conducted and no further work is required as per global complaint handling procedure. No additional even/pt details has been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.